Event description:
It was reported that this right ventricular (rv) lead showed an episode with noisy signals. The noise could be recreated with isometrics and pocket manipulation. Impedance trend was unremarkable. An insulation breach at the rv lead was suspected. Programming options were discussed. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).